Manufacturer narrative:
(B)(4). Pt identifier) unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: igtcfs-65-1-jug-celect-pt. Expiration date: unknown as lot# is unknown. Device manufacture date) unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: right jugular access was obtained. First angiogram showed filter in place above the highest renal vein with a slight tilt and two of the ancillary legs protruding through the vena cava wall with zero clot load. Intravascular ultrasound (ivus) was used to confirm filter location and position of the penetrating legs. Vena cava below the renals was measured by ivus endovascular app at 40mm x 21mm. Filter was retrieved with a gtrs retrieval set without incident, although patient did express feeling some pain as filter was pulled out and collapsed. Final run showed no extravasation at site where legs had been protruding. Patient outcome: no harm was done to the patient, no damage was done to adjacent structures or organs, no infection or hematoma was noted, no extravasation was seen at the final vena cavagram. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-1-jug-celect-pt. Expiration date: unknown as lot# is unknown. Summary of investigational findings: on the image presuming to be from the retrieval, two of the filter legs have a changed configuration and extend outside of the column of contrast. This suggests there is penetration by the secondary legs, although the maximal distance between the secondary filter legs measures only 3.7 cm, the same diameter measured on the initial cavagram at this level of the ivc. Although, distension of the ivc at this level during the cavagram could also result in this appearance, this is felt to be less likely given the change in angulation of the secondary legs. It cannot definitely be determined that the filter has perforated. The filter is placed in an ivc>30 mm. IFU, contraindications: megacava (diameter of the ivc > 30mm). However, filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: right jugular access was obtained. First angiogram showed filter in place above the highest renal vein with a slight tilt and two of the ancillary legs protruding through the vena cava wall with zero clot load. Intravascular ultrasound (ivus) was used to confirm filter location and position of the penetrating legs. Vena cava below the renals was measured by ivus endovascular app at 40mm x 21mm. Filter was retrieved with a gtrs retrieval set without incident, although patient did express feeling some pain as filter was pulled out and collapsed. Final run showed no extravazation at site where legs had been protruding. Patient outcome: no harm was done to the patient, no damage was done to adjacent structures or organs, no infection or hematoma was noted, no extravasation was seen at the final vena cavagram. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.